Event description:
System intermittently locks up while performing a cardiac stress echo exam (EKG). Lock up required system shut down and reboot. Delay in exam puts pt at risk as exam requires a second injection of dobutamine to continue exam.